Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that a critical alarm due to a pump motor stall was occurring. The patient had not had an MRI recently. The stall occured on (B)(6) 2010; the stall was "constant." A "stopped pump period may exceed tube set" message was noted on (B)(6) 2010. At the time of the report, the patient was not showing symptoms of underdose or withdrawal. The pump contained hydromorphone 10 mg/ml at a dose of 2 mg/day. The hcp performed a pump replacement on (B)(6) 2010. A follow-up report will be sent if additional information becomes available.